Event description:
Guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was electively replaced due to an advisory issued on this model device. Guidant received additional information that the right atrial lead was surgically capped because of persistent atrial fibrillation. The left cornary sinus lead was surgically capped due to high pacing thresholds.